Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found scratched lens, peeling down stream occlusion (dso) seal, and worn upstream occlusion (uso) seal. Functional testing found the customer's reported problem was duplicated. Found that the pump battery setting is not up to date, along with an error code of 46011. Recommend charging pump for 3 days and clearing error code 46011. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter (B)(6).

Event description:
It was reported, of a device that needs repairs per customer. There has been no report of patient involvement, or no observable clinical symptoms, or a change in symptoms identified in the patient.